Event description:
It was reported by service report that the bed was stuck in reverse trend. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Left motor not functioning due to siderail pcb malfunction.